Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? No information. Was the ampoule crushed repeatedly? No information. Did the glass penetrate the user¿s skin? Yes what was done to treat the shard penetration? There was no medical or surgical intervention required. Was medical or surgical intervention required? There was no medical or surgical intervention required. What is the status of the employee¿s injury today? No adverse consequence to the employee. Source blood testing was performed which was negative. Lot number ¿ klj682. Product return - no.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and topical skin adhesive was used. A blood borne pathogen exposure incident was reportedly experienced by the employee. When the employee cracked the topical skin adhesive, a piece of glass broke through the shaft of the pen cutting the employee through bloody gloves. It was observed that the glass shard had penetrated through the soft purple plastic part. Source blood testing was performed that was negative. There was no medical intervention required. No adverse consequence to the employee. No further information will be provided.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.